Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded episodes where noise artifact over sensing and some under sensed beats were observed. The health care professional confirmed that the patient had a medical procedure at the time of the recorded events. Presenting electrogram shows device operating as programmed. Also, the most recent lead tests were within normal limits. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.